Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The comp rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The unit has not been returned and we are still contacting the customer for the needed info. If the unit is returned for eval and up on results availability a supplemental document will be provided. (B)(4).

Event description:
It was reported "bio med (B)(4) called maquet tech support to report that an cs300iabp was being used on a pt. A doctor did not like the augmentation wave forms. He removed this iabp. The pt was unharmed." Incident occurred while the iabp was in use on a pt. The pt was switched to another iabp. No pt injury was reported.